Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and that the battery compartment was cracked. This report is made based on results of investigation completed on 10/27/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: the pump powered on to a dim and discolored display screen. The battery compartment had cracks below the grip pad. The keypad was peeling from the bottom of keypad to the down key. There was no contamination under key contacts and all of the keypad buttons responded normally. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).